Event description:
A customer reported that his adc glucose meter turned off during the count down after a sample was applied to the test strip. The customer reported that at 9:00am he experienced symptoms described as "his entire (body) was itching" and attempted to check his blood sugar, but was unable to test. The customer self-treated with an unspecified amount of novolin insulin. He self-presented to a health care facility where he was diagnosed with hyperglycemia, and treated with "insulin by injection", as well as 1000 mg of (oral) metformin. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is avaiable. All pertinent information available to abbott diabetes care has been submitted. (B)(4).